Event description:
It was reported by the affiliate that during an unknown procedure, the stapler worked fine but after firing the blue reload on tissue, the scrub went to reload the stapler and when taking out the blue reload it fell apart. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional follow up: the metal piece fell apart when the jaws were opened and the reload was being removed outside the abdomen on the scrub table. No pieces fell apart in the abdomen.

Manufacturer narrative:
(B)(4). Cartridge pan. The analysis results found that an (B)(4) reload was received fully fired and with the pan dislodged. No conclusion could be reached as to what may have caused the pan to dislodge as the device was not returned for analysis. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.